Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to unlock. A field service engineer (fse) tested the remote manager (rm) and confirmed it was functioning correctly. The customer reported that the latch would click softly but fail to unlock. Upon inspection, the fse found corroded mini switches in the latch assembly and replaced them to resolve the issue. After the replacement, the latch was retested and operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a refrigerator door was failed to open completely. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.